Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with lumbar canal stenosis and underwent transforaminal lumbar interbody fusion at l3-s1, post-op, pedicle screw was out of bounds at left side of s1 was reported. Re-operation was performed by re-insertion of the screw on (B)(6) 2017 as scheduled with no problem.